Event description:
It was reported that stent damage occurred. A 2.50x38mm promus element¿ plus drug-eluting stent was selected for use to treat the target lesion. Prior to connecting the stent delivery system to the inflator, the physician noted that the stent had distal destruction with the distal part of the stent appearing damaged and deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).